Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿changes in coloration (yellow) and biofilm around the prosthesis,¿ ¿mammary nodules,¿ ¿shallow folds,¿ ¿periprosthetic fluid,¿ and ¿benign mammary cysts.¿ the device has been explanted.